Event description:
The reporter contacted animas on (B)(6) 2014 alleging an issue with the continuous glucose monitoring transmitter; the measured values and measured values transmission do not match. No correspondence between blood glucose and the measured value transmission. Animas customer support made several attempts to obtain further information from the reporter, but was not successful. There was no reported adverse event associated with this complaint. The reporter indicated that the subject device will not be returned to the manufacturer for investigation. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
The device is not being returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This complaint was submitted in error. The product involved does not have FDA approval. Please disregard this complaint.